Event description:
A surgeon reports that a pt was experiencing pain and increased intraocular pressure (iop) post cataract surgery and intraocular lens (iol) implant. It was reported that the iol was explanted.

Event description:
Surgeon did not feel the iol malfunctioned nor that the event was related to the iol. Surgeon felt the incident would not cause a serious injury if it were to recur.